Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received in used condition. A visual inspection found that the flange had a cut near the tube. The reported failure mode was confirmed. A root cause was unable to be confirmed as no information was provided of how many times the product was used and how the sanitization process was made for the part. No non-conformances were found during the batch review and no additional complaints were identified to this lot.

Event description:
It was reported that the tracheostomy tube's flange was found split. There was patient involvement and no patient harm recorded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.